Event description:
It was reported that the (1) tlc75 was used during a bowel resection procedure. It was reported by the rep that the surgeon tried to fire across the bowel and the instrument locked out. The case was completed with another instrument and there was no consequence to the pt.